Event description:
The manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported alleging particles in air path related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received additional information alleging headache and stuffy nose. There was no allegation of serious or permanent harm or injury. Section b3, g3 was reported incorrectly in previous report which is now been corrected in this follow-up report. Section h6 has been updated/corrected.